Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible inadvertent mishandling resulted in the reported gauge break however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulty cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the right coronary artery (rca). A 20/30 indeflator was attempted to be used however the pressure gauge was noted to not increase when inflating the connected device. Therefore the indeflator was replaced with a new 20/30 indeflator and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.